Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that when the patient presented to the hospital for a follow-up, loss of ventricular capture and low r-wave amplitude were observed. The lead was explanted and replaced, with no complications to the patient.